Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by x-ray review. X-ray review states that thin radiolucent lines were noted to have progressed along the femoral component. The radiolucent lines cannot be considered specific but loosening cannot be ruled out. The components were still noted to having good fit, alignment, and no signs of subsidence or migration. Device history record was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation has been sent to the complainant. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - unknown bone cement.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Medical products- psn tib np stm 5 deg sz dl catalog #: 42532006701 lot #: 62755227, psn asf cr 10mm ply l 3-9cd catalog #: 42511000410 lot #: 62773628. Report source - (B)(4). Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient underwent a knee arthroplasty and is now experiencing premature femoral loosening approximately one year post-implantation. No revision has been reported to date. Attempts have been made and no further information has been provided.